Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient was taken to the doctors and diagnosed with an infection. It was also reported that the patient was dizzy, had leg pain, rapid heart rate and extremely high blood glucose levels but no values' were provided. It is unknown how they were treated for the issue. Three follow up were attempted but no new information was provided.